Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with a scratched screen. Customer's complaint of error code 1720 was verified. The event log was unable to be downloaded. The circuit boar will be replaced in service. Use testing was performed. The problem source is the faulty circuit board.

Event description:
Information was received that the cadd legacy pump had error code 1660. No reported adverse effects.